Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they are implanted with an ins. It is non-functional, but are concerned about having the implant for almost 30 years. On (B)(4) 2023, the patient (pt) reported they were implanted in 1994, and within a few days, the lead had migrated. Pt reported the lead migrated again, and was reset, but with a larger lead. Because the lead required a larger incision, patient was placed under anesthesia. The lead was not placed in the correct position so their hip and leg did not receive benefits of the stimulation. Pt did not want to undergo another surgery, so early in 1995 the unit was turned down while the pt looked for alternate methods of pain relief. Over the years, the stimulator would occasionally activate, and would have to use "the magnet" to turn it down. Around 2002 the pt had the device permanently turned off and has not had any additional issues. A couple months ago the pt suffered a unrelated suspected stress fracture in their right tibia, but pt could not have an MRI so hcp could not confirm. Pt inquired if there are any concerns with having an scs device implanted for almost 30 years.

Manufacturer narrative:
Continuation of product ID 3888-28 lot# l34380 serial# implanted: (B)(4) 1994 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), ubd: 24-oct-1998, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3888-28 lot# l34380 implanted: (B)(6) 1994: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. It was reported that their spinal cord stimulator was controlled by a magnet provided by medtronic. In 2002, they had the intensity turned down to its lowest point so they would not feel any stimulation should the unit switch on. Their physician suggested that the leads migrated because of their physical size, not having enough body fat to keep them in place. Lead remains in their body. Before the intensity of the stimulation was turned down, the unit would randomly activate when they walked through theft prevention sensors at certain retail stores.